Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump over infused. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition but had a damaged lens. No evidence of reported problem in event log was found. During the evaluation of the device. The issue was able to be replicated by analysts. The expulsor was found to be out of specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received that the pump presented with error codes 21.4, 21.3, and 21.5 during testing.